Event description:
It was reported that the pump was alarming downstream occlusion. Per reporter they instructed the patient to check the line for any kinks and ensure all the clamps were open. They had the patient clamp the tubing, unlock the cassette and check for air in the line. Air was present. Tubing was massaged and cassette was tapped. Troubleshooting was performed again but the pump continued to alarm. The patient was instructed to turn the pump off, clamp the tubing and call the clinic. The pump had displayed reservoir volume empty in 44 hours and 31 minutes. The event occurred at the patient's home and was operated on by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.